Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted concurrently with vaginal hysterectomy, and cystoscopy due to dysfunctional urinary bleeding, and stress urinary incontinence.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that patient underwent mesh revision/surgical procedure and mesh was implanted on (B)(6) 2009 concurrently with cystoscopy; due to mixed urinary incontinence, erosion of mesh, urinary frequency, urgency, and postoperative pain status post transvaginal tape placement.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary retention, and urinary tract infection.